Event description:
Same as manufacturing number 6000089-2004-01436.it was reported that approximately one week following a coronary drug eluting stenting treatment procedure, the patient experienced a subacute thrombosis. The patient presented in 2004 with a 95% occluded right coronary artery (rca), 99 % occluded left anterior descending (lad) artery, and 70-80% occluded circumflex (cx) artery. The patient was on a regime of plavix. The physician deployed a taxus express2 3.0 x 16 mm drug eluting stent into the rca at 18 atms for 35 seconds. The lad was implanted with a taxus express2 3.0 x 16 mm stent. It was inflated to 18 atms for 50 seconds. The circumflex artery was implanted with a 2.5 x 16 mm stent which was inflated to 18 atms for 45 seconds. None of the vessels have been pre-dilated. All of the stents were deployed with a single inflation without difficulty. The patient was placed on integrilin for 18 hours following the procedure and then discharged with orders for the patient to follow a regimen of asa and plavix. Approximately a week post-implant, the patient returned to the cardiac catheterization lab. It was determined that the patient had a stent thrombosis in the rca and the lad. The cx had remained open. The physician treated the occluded stents using balloon angioplasty. Prior to the original implant the physician declined sending the patient for bypass due to very small distal anatomy. The physician is under the impression that due to the small anatomy distal to the stents, there was poor outflow which may have caused a pooling effect that may have contributed to the thrombosis in each vessel. The patient is reported to be in satisfactory/good condition.